Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations of clogged nozzle was confirmed. After further review, it was found that the nozzle was not deformed, but was clogged. Air/water was insufficient due to clogged nozzle. It was reported that the affected device was not repaired within the past year of the malfunction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the nozzle was clogged, this issue was found during regular maintenance. There was no patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material clogged in the nozzle; however, the foreign material could not be identified. As a deviation from reprocessing at the user facility was confirmed, the suggested phenomenon may have occurred due to the reprocessing of the device being performed not in accordance with the instructions for use (IFU). The user can detect the suggested event properly by handling the device in accordance with the following IFU: "operation manual_ preparation and inspection - inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function" the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·reprocessing manual_ precleaning the endoscope and accessories - flushing detergent solution into the air/water channel" olympus will continue to monitor field performance for this device.